Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, as the issue was discovered post-operatively, it is unknown if the device broke while inside the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the event occurred post-operatively following a laparoscopic gastrectomy, while in washing the device, nurse found out that the tip of the cannula was broken. The part fell into the patient's cavity and could not be retrieved. The status of the patient is no problem.